Event description:
It was reported that a balloon rupture occurred. A 3.50x38mm promus element plus drug eluting stent (sds) was selected to treat the target lesion after an unspecified interventional wire was placed. There was slight resistance at the distal end of the wire while attempting to place the sds; however, the physician continued to advance the sds forward. When the physician tried to inflate the stent delivery balloon it failed to inflate and when pulled back, blood in the inflation device was noted. The physician removed the sds from the patient and it was noted that the balloon had ruptured. The stent was intact on the sds and it was determined that the interventional wire had pierced the balloon. The procedure was completed with a 3.5x38mm promus element stent. No patient complications were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Device is a combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).